Event description:
Heparin gtt running for around 2 hours and then IV pump began alarming. Pump displayed distal occlusion alarm. Rn disconnected heparin and IV line would not flush or draw as it previously had. Rn noticed microclave spring was stuck in open position. Rn then replaced microwave with a new one that properly worked and kept faulty microclave. This same patient had a similar problem on (B)(6) 2025 with a different microclave. Multiple lot numbers involved. Reference report: mw5175548.